Event description:
During follow up call, a nurse stated that the patient was being treated for peritonitis. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012 regarding the report of the home patient (hp) developing an infection. The rn stated that the hp had her catheter removed on (B)(6) 2012. The rn said the hp had developed an infection from achromobacter xylosoxidans. The hp drains in the toilet. The rn said the center for disease control (cdc) went to the hp's house to test the water and they said the bug was not from the water. The hp felt that it was from the hospital. The rn said on an unknown date, the hp had broken her hip and then when the hp was released from the hospital, she did a house visit. The hp was released from (B)(6) hospital on (B)(6) 2012 and was diagnosed with peritonitis on (B)(6) 2012. The rn said that while the hp was in the hospital she had diarrhea. The rn commented that when she did a home visit, while cleaning the catheter she found fecal matter on it. The hp did not develop any (B)(6)strain bug. On (B)(6) 2012, global pharmacovigilance followed up with the peritoneal dialysis nurse (pdrn). The nurse reported that on (B)(6) 2010 the patient started on pd therapy. On an unreported date, the patient experienced a fall out of bed and a subsequent broken hip. On (B)(6) 2012, the patient was hospitalized at ((B)(6)) due to the broken hip. During the hospital stay, the patient experienced the onset of diarrhea. On (B)(6) 2012, the patient was discharged and recovering from the events of the fall, broken hip, and diarrhea. Pd was ongoing. These events were not related to dianeal or pd therapy. The nurse clarified that in (B)(6) 2012 during a home visit to the patient, fecal matter was found on the pd catheter and at the pd catheter exit site. On (B)(6) 2012, the patient was seen in the clinic and diagnosed with peritonitis. The patient received antibiotic treatment after the sample was obtained. On (B)(6) 2012, the patient was hospitalized at (B)(6). During the hospital stay the pd catheter was removed and the patient was switched over to hemodialysis. The cause of the peritonitis is unknown. As of (B)(6) 2012 the patient was recovering from the peritonitis. The nurse did not believe that the peritonitis was related to the dianeal solution. The nurse believed 'she got infected at the methodist hospital'. On an unknown date, the patient's doctor called the center for disease control (cdc) to investigate the water source of the achromobacter xylosoxidans and also requested that the patient's dianeal solution be tested. The nurse clarified that as of (B)(6) 2012, the cdc had only visited the patient in the hospital ((B)(6)) and had not been to the patient's home to test the water. No further information was given at this time.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because there was no report of a breach in aseptic technique or device malfunction. A review of all batch record documents was performed on potential lots h12b27047, and h12c17087 with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is report 1 of 2 involved in this peritonitis event.